Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the pump had emitted multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2014 with the following findings: during investigation, a review of the pump¿s black box and history showed consecutive call service alarm had occurred. A call service alarm was emitted during testing. The 24 hour testing was not able to be completed due to the call service alarm. The software to the processor was reloaded and the pump was able to complete the 24 hour testing successfully. The pump was opened and no further moisture or defects found.